Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump was received with unresponsive buttons due to an unlocked keypad connector. No corrosion or water damage was found on the keypad traces. The insulin pump had a cracked case, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, scratches on the reservoir tube window, cracked reservoir tube, and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer was out in the rain. His blood glucose level was not known. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.